Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during a transforaminal lumbar interbody fusion (tlif) procedure the system would not take a 3d image. The image would be able to take a 2d spin. The site rebooted the system without resolution. The surgeon opted to complete the procedure without the use of the imaging system and continued with a c-arm system. There was a reported delay to the procedure of less than 10 minutes due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).